Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b5, and b7. H6 (impact code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). Per the initial report, at the 3-year follow-up, the patient presented with an aortic valve mean gradient of 33mmhg with an aortic valve area (ava) of 0.9cm2 and mild aortic paravalvular leak. Additional information received via medical records indicates that the patient had thrombosis and was treated with medication. In this case, the patient had thrombosis and was treated with medication. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Event description:
Per medical record review, the patient underwent a successful tf tavi procedure. The patient had issues with elevated gradient secondary to halt and valve under expansion. The patient was started on warfarin which resulted in resolution of the thv gradients (mean gradient 9 mmhg) after 6 months of oac therapy. Of note, there was evidence of pannus developing 8 months post-tavi procedure. Warfarin was stopped in jan 2022. Since then, the transaortic gradient has been slowly increasing. The mean gradient is now 33 mmhg. There are concerns of recurrent halt or worsening pannus formation for which the patient will start with a new medication.

Event description:
As reported by our european affiliate through a clinical trial, during a 3-year follow-up of a 23mm sapien 3 ultra valve in the aortic position, the patient presented with an aortic valve mean gradient of 33mmhg with an aortic valve area (ava) of 0.9cm2 and mild aortic paravalvular leak. On 30 day follow up, the ava was 0.8cm2 and mean gradient 27mmhg. One month and twelve (12) days post-procedure, CT showed halt of the left and right coronary leaflets of the bioprosthetic valve and of the non-coronary leaflet with restricted leaflet motion in the patient. The patient was treated medically. At six months post procedure, the CT showed halt affecting all three transcatheter aortic valve leaflets with associated restricted leaflet motion. At one-year post-procedure, an echo (tte) revealed an ava of 1.2cm2 with a mean gradient of 11mmhg. At 1 year and 4 months post procedure an echo (tte) was performed and showed mean gradient 25mmhg. The patient was advised to start on warfarin but refused. The event is ongoing. There has been no treatment. Additional echo obtained revealed mean gradient 29.98 mmhg / ava 0.88 cm2. Patient refuses to take warfarin.

Manufacturer narrative:
The investigation is ongoing.